Manufacturer narrative:
The device passed testing. During the chk back movt test, the device measured 7. "Xxxx" a 09/001 (backward motor movement) service code was found in the device history but not duplicated during testing. The probable cause of the customer's reported 09/001 service code was due to the motor roller clutch and camshaft. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1141, the device was programmed to deliver in the tpn with taper down mode, with a tpn volume of 2200 ml, a 1 hr taper down, at total tpn time of 24 hrs, a 5 ml/hr kvo (keep vein open) rate, and a 2300 ml container size and the device was powered off. On (B)(6) 2013 at 0757 the device was powered on and a priming volume of 2 ml is indicated. At 0800, the delivery was started. At 0941, a 09/001/041 (backward motor movement) service code was indicated. Between 1004 and 1005, the device was powered on and off. This device as been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) service alarm code. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the homecare patient reported an unspecified alarm occurred. No specific event details were provided. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to the pt. No medical interventions were required. The customer contact reported that during a review of the device history at the user facility, a 09/001 (backward motor movement) service alarm code was noted. Though requested, no additional info was provided, including if therapy was resumed with a replacement device.